Manufacturer narrative:
On (B)(6) 2020, the patient reached out to the cr, disclosing that he was experiencing shooting pain from hip to knee cap. The patient pointed out the shooting pain is consistent regardless of having the device on or off. The patient also disclosed that he is experiencing a pulling sensation from the leads, and his left leg is numb. The patient revealed that he felt electricity in his legs after the implant procedure on (B)(6) 2020. However, that feeling was short and went away immediately after. On an unknown date, the patient followed up with the implanting clinician on his condition. The implanting clinician confirmed that the stimulators had not migrated and were still in place. Also, the implanting physician cannot identify the source of the physical discomfort experienced by the patient. The implanting clinician has not decided the next course of action for the patient at this time. On august 31, 2020, the cr followed up with the patient to update the condition's status. The patient stated that he is still experiencing tenderness and sharp pain on his leg, and the implanting clinician is unsure why he is experiencing the discomfort since the lead placement has not changed. The stimulators were reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a reported physical discomfort (pain, numbness and electricity) along the implanted stimulator, submitted to the stimwave complaint system on august 10, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue august 10, 2020.